Event description:
The MFR's evaluations dept reported upon evaluation of returned softclix plus lancing system used in finger-stick blood glucose testing that "the lancet sticks out of dial cap when plunger is pressed." Customer initially reported the plunger was "stuck," would not retract, and release button continues to be stuck even after pulling it out. There was no indication of serious injury or death as a result of device malfunction. The original location of the alleged event was not provided. A request had been made for the return of the suspect product and replacement product had been sent.